Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The phenomenon occurred because the flat cable was not connected. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, an olympus service technician (fst) discovered that the flat cable was detached inside the clv-180. The cable was reattached and the machine was functioning properly again. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during device inspection, the front panel of the evis exera ii xenon light source was not functioning properly. According to the initial reporter, the light was in the scope, when connected to the connector port, but the front display was "dead". There was no patient involvement during this event.